Event description:
Surgeon requested lighted retractor during the surgery. Physician performing subsequent reconstruction surgery noticed blister on patient's right chest that may be a burn. Ordered silvadene cream postop.